Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed; the product was released according to the manufacturer's release criteria. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage were to be noticed, the product would have been rejected immediately. There have been no similar complaints from this lot. No sample was returned; therefore, the condition of the product could not be verified. The root cause is inconclusive since the condition of the product could not be verified; the blockage could have been caused by many different issues during the clinical procedure. (B)(4).

Event description:
An ophthalmologist reported that during device inspection with trypan blue dye during a combined procedure, filtration of the glaucoma filtration device (gfd) did not occur, as the dye did not enter the anterior chamber. Filtration was also absent during irrigation with balanced salt solution (bss). The surgeon decided to use another similar gfd to complete the procedure. It was noted that the first gfd was lost during the procedure (outside the patient's eye). There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A video of the procedure was received and reviewed: flow check was performed with trypan blue dye; however, irrigation did not go into the anterior chamber. (B)(4).

Event description:
Additional information was received via a completed questionnaire from the surgical sales representative, indicating that in the surgeon's opinion, inability to carry out full revision of the device due to its unique features (a bridge existing inside the device aperture) led to the need for replacement of the device with a similar model gfd; revision of the device did not give an opportunity to restore permeability and flow of aqueous humor from the anterior chamber to the intrascleral area.

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter, clarifying that absence of filtration was observed several years after the initial implantation of the gfd, and the gfd was exchanged the same day that the absence of filtration was observed. During the secondary procedure to replace the gfd, the first gfd was lost; therefore, the device is not available to be returned for evaluation.